Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis.  Failure analysis confirmed and replicated the error 2313. In logs, the 23138 error was found on axis 4 and 8 indicating the hall sensor issue on carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where the sine cycle failed with the 23138 error, replicating the reported event. As a result of these findings, failure analysis was able to conclude that the carriage the instrument sterile adapter (isa) was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The usm has been received for failure analysis testing, but the fa has not yet been completed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, persistent error code 23138 occurred on universal surgical manipulator (usm) 4. The customer tried to recover the error and power cycled the system, but the issue was not resolved. The tse confirmed multiple errors in the logs pointing to usm 4 issue. Planned procedure was continued after disabling usm 4 using a 3 usm arm configuration. No patient injury reported. No further information is provided.